Manufacturer narrative:
(B)(4)

Event description:
This rv lead was repositioned due to high thresholds, a possible perforation and a possible micro dislodgement. The lead remains actively implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.